Event description:
A male pt admitted to same-day surgery for pulse dye laser treatment of lesion to face. Procedure completed without incident; however, upon post-op office visit, physician noted a full thickness burn to the area which will require surgery to remove the scarring on his face. Pt had been previously treated with a pulsed-dye laser from another company using the same settings without incident.